Event description:
It was reported that during a ureteroscopy procedure for kidney stones, when the fiber was attached to the console, it broke off. The procedure was completed with another device without patient complications.

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, when the fiber was attached to the console, it broke off. The procedure was completed with another device without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established.